Event description:
Burned her skin causing it to blister [burns second degree] case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for lower back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she used the heatwraps for lower back pain and 1 of the 2 packets she used burned her skin causing it to blister. She mentioned it was only one row of the pad and not the whole thing that blistered. Action taken with suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.